Event description:
Per the audiologist's report, this child complained of a "rain noise". A CT scan confirmed that the device was positioned correctly. Integrity testing in 2006 showed normal receiver/stimulator function, but unusual responses on one electrode. The audiologist reprogrammed the device, but the family still opted for explantation/reimplantation surgery. The surgeon explanted the device and reimplanted the pt in 2007.